Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unknown when the patient's pain symptoms began. The exact date of device implant is unknown and was reported as approximately two and half years prior to (B)(6) 2015. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record (DHR) review was performed for the subject device lot. The DHR review revealed no complaint related anomalies. The device history record shows this lot of 4.5mm condylar plates was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 6-hole, 4.5mm locking compression plate (lcp) condylar plate was removed due to patient pain on (B)(6) 2015 along with eight (8) locking screws and two (2) cortex screws. There was no allegation of complaint against the devices with regard to device failure other than the complaint of patient pain. The original implant surgery was performed on an unknown date approximately two and a half years prior to the explant surgery. The patient's left distal femur was completely healed. There was no further medical intervention required and no surgical delay associated with the removal of the implants. The procedure was completed successfully with no adverse effect to the patient. This report is 1 of 2 for (B)(4).